Manufacturer narrative:
The reporting person indicated that the device will not be returned for evaluation because it was discarded by the customer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was leaking from the side valve. It appeared that the small valve popped open allowing the fluid to leak. There was no patient injury.